Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted anterior resection, when cutting across the rectum, the device had a poor staple formation. It appeared only half staples were deployed. The patient had to be repositioned into lithotomy and the surgeon used sutures to oversee and to repair the misfire as it appeared only half the staples had fired and the staple line was incomplete. The surgical time was extended by thirty minutes or more.